Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the pusher broken at transition and the implant severely stretched at proximal with deformed distal loops. Replication testing was not performed to determine the cause of the reported complaint due to the damages found on the returned device. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification. The instructions for use (IFU) identifies coil stretching and premature coil detachment as potentials complications associated with use of the device.

Event description:
It was reported that the embolization coil was used for treatment of unspecified aneurysm. When roughly 7cm of the coil was deployed in the aneurysm, resistance felt and the coil stretched. The pusher detached in the microcatheter during attempt to remove the coil. The coil was removed along with the microcatheter. Other coils were used to successfully complete the case. Patient is fine.